Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level, value was not provided. Reportedly, elevated bg level was due to a non-tandem infusion set bent cannula. Additionally, it was reported that pump did not annunciate an occlusion alarm. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.